Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke inside the serter. Customer stated that he pulled the needle hub out of the serter with tweezers. Customer stated that the serter would not fire and the entire sensor came apart. Customer's blood glucose was over 225 mg/dl. Customer stated that the serter released the sensor. Customer was advised to discard the sensor. Sensor will be replaced.

Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor and found needle separated from sensor however, the complaint against enlite insertion device.